Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she has been experiencing high blood glucose. Customer stated she had a no delivery alarm the day before and was walked through the infusion set change but later the infusion set got caught in a drawer and pulled the site out. She had to change it again and her blood glucose started rising after that. Blood glucose level was 548 mg/dl when she woke up, she treated and had breakfast and at 1pm it was 552 mg/dl. Most recent reading was 441 mg/dl. She declined troubleshooting since it was coming down. She took and additional bolus and would keep monitoring.